Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. It was reported that the extension set would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20126089 was performed. The search showed that a total of 24,003 units in 1 lot number was built on 21dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the smallbore 6 inch ext vlv was blocked/occluded and could not be flushed. This complaint was created to capture the 1st of 16 related incidents. The following information was provided by the initial reporter: "unable to flush through the extension set. Multiple attempts and different direct care providers".